Manufacturer narrative:
The lot was manufactured from february 23, 2018 - february 25, 2018. The device was received for evaluation. A visual inspection was performed using the naked eye which observed that the device was in the activated position attached to the vial and a solution bag. A particulate matter (pm) was observed in the attached solution bag. The particulate matter was determined to be a stopper material from the vial. A functional testing was performed and no issues noted. The reported condition of damaged was not verified, however particulate matter was identified in the attached solution bag. The cause of the pm was due to multiple activation by the user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during evaluation a particulate matter was observed in a solution bag that was attached to a vial-mate adapter. There was no patient involvement. No additional information is available.